Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "subject: (B)(6) - infinity¿ with adaptis¿ total ankle replacement follow-up (itar2) (B)(6) 2021: worsening redness around incision. Delayed wound healing. No evidence of deep infection, hold motion, continue soap and water wash, bactrim antibiotic prescribed. (B)(6) 2021: worsening. Small area of wound dehiscence with mild exudate mild erythema. No purulent drainage, no signs of deep infection. Continue wet-to-dry dressings over small area of wound dehiscence. (B)(6) 2021: no change. Wound debrided in office. Hold motion for another week. (B)(6) 2021: improving. Wound appears less irritated, continue wet-to-dry dressings, referral to wound care. (B)(6) 2021: improving. Granulation tissue bed looks exceptional. Wound appears to be responding excellent. Bactrim to be cautious. (B)(6) 2021: improving. Incision healing. Mild wound dehiscence. Much improved. Continue with wound care. (B)(6) 2021: improving. Incision healing well. Much improved. (B)(6) 2021: resolved. Incision healed. No drainage. No signs of infection."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "subject: (B)(6) - infinity¿ with adaptis¿ total ankle replacement follow-up (itar2) on (B)(6) 2021: worsening redness around incision. Delayed wound healing. No evidence of deep infection, hold motion, continue soap and water wash, bactrim antibiotic prescribed. On (B)(6) 2021: worsening. Small area of wound dehiscence with mild exudate mild erythema. No purulent drainage, no signs of deep infection. Continue wet-to-dry dressings over small area of wound dehiscence. On (B)(6) 2021: no change. Wound debrided in office. Hold motion for another week. On (B)(6) 2021: improving. Wound appears less irritated, continue wet-to-dry dressings, referral to wound care. On (B)(6) 2021: improving. Granulation tissue bed looks exceptional. Wound appears to be responding excellent. Bactrim to be cautious. On (B)(6) 2021: improving. Incision healing. Mild wound dehiscence. Much improved. Continuw with wound care. On (B)(6) 2021: improving. Incision healing well. Much improved. On (B)(6) 2021: resolved. Incision healed. No drainage. No signs of infection."